Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer the evis lucera gastrointestinal videoscope had a clogged nozzle. The reported issue occurred during reprocessing prior to use for a diagnostic gastroscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material in the nozzle that could not be identified. This event was attributed to insufficient or incorrect reprocessing of the scope. Upon further inspection, it was observed that the suction cylinder was jammed with a foreign substance due to handling. It was observed that the switches were worn and had a scraped control section or erased marking due to repeated abrasion. It was also observed that the protector was worn due to a gap caused by repeated bending or stress caused by twisting. Lastly, it was observed that the angles were tight. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.